Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause due to loss of sensing. No further information was reported.

Event description:
New information states that loss of sensing was noted two weeks post implant probably due to loose pocket. No intervention was performed.